Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burn damage to the distal end cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: burn damage to the distal end cover due to the use of a hf instrument without a sufficient distance from the tip. The presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited a communication e315 error code. The issue was found during inspection for use. There were no reports of patient involvement.